Event description:
Related manufacturer report numbers: 3008452825-2021-00178, 3008452825-2021-00169. During an atrial fibrillation (af) procedure, a tamponade occurred and the patient passed away following the procedure. After transseptal puncture, while manipulating the ablation catheter, the patient became hypotensive, and an ultrasound revealed a cardiac tamponade for which a drain was placed to stabilized the patient. The patient was stabilized and the procedure was completed. Following the procedure the patient passed away. There were no performance issues with any abbott products.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Analysis of the log files concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.